Event description:
The patient underwent surgery with t2 humeral nail in 2005. The condition of the patient after the surgery was good. About two weeks after the surgery, the surgeon decided to start early rehabilitation. The patient complained of pain right after he lifted the 1kg dumbbell. The surgeon found that the distal screw was broken. The patient underwent surgery to remove and replace the broken screw 14 months later.